Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
During bench evaluation, it was found that the external paddles were damaged. There was no patient involvement.